Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
The event was reported by the eye care provider to (B)(6) pharmaceutical and medical device agency (pmda) who forwarded the details of the event to the manufacturer. The patient sought medical treatment for symptoms of pain and photophobia and was diagnosed with iritis. The patient was instructed to discontinue lens use and was prescribed niflan (pranoprofen) ophthalmic solution and mydrin-p (tropicamide) ophthalmic solution. It is confirmed that the patient has fully recovered. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported in abundance of caution due to lack of medical information, it is unknown if interventions or medications prescribed were required to prevent or preclude permanent impairment of eye function or damage to the body structure.